Event description:
It was reported that a patient was implanted with an impella cp. During the peel away sheath removal, the pump was pulled out of left ventricle. After several attempts, the doctor was able to recross into the left ventricle. The pump was sutured in a forward fashion. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The cause of the positioning issues most likely was use related due to improper technique since during peel away sheath removal pump pulled out of lv and was able to recross it.